Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.50./4.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens in a second surgery on (B)(6) 2021 due to excessive vault. This resolved the problem.cause of the event is reported as unknown.